Event description:
The facility stated that the surgeon implanted a plate collamer lens. The lens tore upon insertion into the eye. The lens was cut into pieces with scissors to remove from the eye without enlarging the incision. No patient injury. It is unknown what caused the lens to tear. The injector model that was used was a indigo-p and the cartridge that was used is a sfc-25 fp. The facility was unable to provide the injector and cartridge lot numbers.